Event description:
Per the audiologist, the patient reported pain with non auditory sensations. The results of a CT scan indicate the electrode array is kinked. Explant and reimplantation is planned but had not taken place at the time of this report august 10, 2009.

Event description:
It was reported that the 9800 system had blank images. No pt injury was reported.

Manufacturer narrative:
(B) (4)